Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The logs in the patient network database confirm that readings have been sent as of (B)(6) 2024, indicating the issue was resolved by device replacement.

Event description:
The patient reported that sparking was observed from the power supply cable. It was reported that the cable had breaks in the insulation. The cable was replaced and there were no adverse consequences to the patient.